Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced and the device was recalibrated to address the issue.

Manufacturer narrative:
The manufacturer previously reported that a continuous positive airway pressure (CPAP) device's sound abatement foam allegedly became degraded and caused a patient to develop a transient ischemic attack. The patient was hospitalized in response to reported event. Additional information has been added that the patient also alleged having asthma, difficulty breathing/short of breath.